Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent dilation and curettage, hysteroscopy, novasure and paracervical block on (B)(6) 2007 due to dysfunctional uterine bleeding. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2004 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia.(B)(4).